Event description:
A cgm error 42 was reported along with the use of a g7sensor. There was no reported impact on the customer's blood glucose level. The customer needed room temperature insulin and planned to call back for assistance with resetting once the supplies were ready.